Event description:
Caller reported cgm error 42, which involved the continuous glucose monitor sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, resulting in a successful start of the sensor session with no recurrence of the error code.